Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor pin connection to the sockets was damaged. Review of the pump history revealed a "no cartridge detected" warning and "no prime" warnings associated with zero force. The pump was primed and exercised with no alarms duplicated.